Event description:
It was reported that a patient underwent a left shoulder arthroplasty on and unknown date. Subsequently, the patient underwent the first stage of a two-stage revision due to infection. All the implants were explanted, and multiple spacers were implanted afterattempting to convert an anatomic shoulder to a reverse shoulder.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01923; 0001825034-2023-01926. D10: medical products: item#: unknown, unknown comprehensive anatomical glenoid; lot#: unknown. Item#: unknown, unknown comprehensive anatomical humeral stem; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01923-1; 0001825034-2023-01926-1. The following sections were updated: h6: component codes: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.